Event description:
Boston scientific crm received information that upon interrogating this device, a clinician received a battery status reading of beginning of life (bol) with a cell voltage of 2.77 volts. She then re-interrogated the device, again checking battery status, but received a reading of end of life with a cell voltage of 2.48 volts. Technical services had the caller exit the session and check battery status for again. After a third interrogation, the battery status was at bol again with a voltage of 2.77 volts. Technical services recommended that this patient should be closely monitored as the bol battery status may be erroneous. All attempts at obtaining additional information were unsuccessful and no additional information is available at this time. If additional information becomes available, the event will be reopened.

Manufacturer narrative:
Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Event description guidant received information that upon interrogating this device, a clinician received a battery status reading of beginning of life (bol) with a cell voltage of 2.77 volts. She then reinterrogated the device, again checking battery status, but received a reading of end of life with a cell voltage of 2.48 volts. Technical services had the caller exit the session and check battery status for again. After a third interrogation, the battery status was at bol again with a voltage of 2.77 volts.